Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away in early(B)(6) 2016. The patient's father contacted boston scientific's medical records department to report that the patient died due to a device failure. No further information is available and the product has not been returned. The field representative spoke with a clinician at the cardiology clinic. The clinician said the last device check they had documented in the computer was from (B)(6) 2015. The lead data was stable at that time and there were a few non-sustained ventricular tachycardia episodes, longest being 14 seconds. No cause of death was listed in the clinic's electronic medical record files. The field representative did not have access to the hospital files either.